Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Technical services (ts) recommended to have this device change out soon. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Technical services (ts) recommended to have this device change out soon. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced with a non-boston scientific device. No additional patient adverse effects were reported.